Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. B03 investigation summary: the product was returned to eth for evaluation. Visual inspection revelated that twenty-two unopened samples were received for analysis. Product code 8526h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no external damages were observed on the packets. Upon opening, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and no anomalies or defects were noted along the suture strand. The sutures were measured and the results met the requirements. No patient involvement or adverse outcomes were reported, and the product functioned as intended during evaluation. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. B01 investigation summary: the product was returned to eth for evaluation. Visual inspection revelated that two needle suture pieces and one paper lid were received for analysis. The product code 8526h is double armed. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The sutures were examined and the end of one suture piece was noted to be cut likely by a surgical instrument. While the other suture was noted to be split. In additon, one suture piece was measured and the results met the requirements. . Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary ==> the product was returned to eth for evaluation. Visual inspection revelated that three open samples (opened by sales rep) were received for analysis. Product code 8526h. During the visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were examined and no anomalies or defects could be observed. In additon, the sutures were measured and the results met the requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2025 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. We have identified an issue with the 4/0 suture with double-arm needle. Upon inspection, it was observed that the suture thread within a single unit displays inconsistent sizing. Specifically, the diameter of the suture varies along the length of the same thread.this inconsistency may affect the performance and reliability of the suture during procedures. There were no patient consequences reported. Additional information was requested.